Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open irritations with bleeding on the areas of the circle electrodes. There was no alleged device malfunction contributing to the wound. The patient¿s advised ending use of the device to allow the area to heal. Follow up indicated that the wound improved.